Event description:
Report received that the device did not sound an audible alarm. The device was returned to the biomedical engineering department without any tracking information; therefore, specific patient information, pump programming, or event details were not available. There were no reports of adverse pt events while the device was in clinical use. Though requested, no additional information was provided.